Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor position encoder alarm and another alarm. The customer blood glucose level was unknown at the time of incident. The customer was assisted with troubleshooting. Customer put new battery into the insulin pump and insulin pump had same error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reports the drive support cap appears normal or slightly indented. Customer stated that the motor error and the motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.